Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a (reportable malfunction). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported that reported infusion set adhesive was not sticking and fell off after 2 days of use event on (B)(6) 2026.